Event description:
A nurse reported a patient with residual myopia and astigmatism following an intraocular lens (iol) implant procedure. The iol was exchanged for a different lens model. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).